Event description:
It was reported that there was a presence of air with the faradrive sheath. No patient complications were reported. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.